Manufacturer narrative:
Philips service installed the cable pedal as a replacement for the wireless pedal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the wireless pedal was damaged, and a cable pedal was provided as a workaround on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.